Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) center hospital. Device evaluated by manufacturer: the device was returned with the burr catheter attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed, that the annulus of the burr was damaged/not rounded. The damage to the annulus is consistent to interaction with the rotawire during rotation. Functional testing was performed with the rotawire provided. The rotawire able to be inserted and removed from the device with resistance, due to kinks in the wire.

Event description:
It was reported, that the procedure was canceled/rescheduled. The target lesion area was located in the left anterior descending artery. A 1.50mm rotalink burr, rotalink advancer and a 330cm rotawire and wireclip torquer were selected for use in a percutaneous coronary intervention. During the procedure, it was noted, that the burr got stuck with the guidewire, during advancement. Both devices were completely removed. However, the procedure was not completed, as the patient transferred to another facility. There were no patient complications reported. And the patient is stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the procedure was canceled/rescheduled. The target lesion area was located in the left anterior descending artery. A 1.50mm rotalink burr, rotalink advancer and a 330cm rotawire and wireclip torquer were selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the burr got stuck with the guidewire during advancement. Both devices were completely removed. However, the procedure was not completed as the patient transferred to another facility. There were no patient complications reported and the patient is stable.